Event description:
The patient was revised to address a painful shoulder with decreasing range of motion. Much scarring was found. The surgeon felt that the head was possibly oversized at the time of primary surgery, leading to the scarring. The hemi was changed to a total shoulder.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the part and lot numbers required to review the device history records was not provided. Provided information states much scarring was found and the surgeon felt the head was possibly oversized at time of primary surgery. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.